Event description:
The patient¿s mother reported that the patient¿s blood glucose level increased to 20 mmol/l (360 mg/dl) while wearing the pod between 1 to 4 hours. It was noted that the pod was leaking insulin, and upon inspection, the cannula was found to be dislodged from the infusion site (hip/buttocks). As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria.